Event description:
Biotronik was informed that the patient complained of pain. The physician repositioned this device deeper under the muscle on (B)(6) 2011 while replacing both leads for twiddler's syndrome. This device remains actively implanted. Should additional information become available, this report will be updated.